Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and confirmed that the system was unable to boot up. The fse identified that the power distribution unit (pdu) fantray and direct current power supply (dcps), and the pdu fuses were defective, preventing the system from booting up. To resolve the issue, the fse replaced the pdu fantray and dcps, and the pdu fuses. After the replacement, the system was returned to use in good working order. The system logs were reviewed which identified errors indicating a malfunctioning pdu fantray and dcps, confirming the issue. The pdu fantray was returned for analysis, which confirmed that the power supply unit (psu) and its main input cable were defective. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.